Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by implant patient registry, the 26mm sapien 3 ultra resilia was implanted in the right "fem-pop". Territory manager advised that the valve was in the right femoral. No further information is available.

Manufacturer narrative:
A report was received from ew implant patient registry indicating a 26mm sapien 3 ultra resilia (s3ur) valve was implanted in the right femoral-popliteal (fem-pop) region, later corrected to the right femoral artery. Medical records were received from the implanting site and operative notes confirmed proper deployment of the valve at an 80:20 depth below the left main coronary artery in the aortic position, without complications. There was no evidence of additional valve implantation, device malfunction, or edwards device deficiency at either femoral arterial access sites. There is no indication that a 26mm s3ur valve was implanted in a non-target location. As there was no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward 26mm sapien 3 ultra resilia (s3ur) valve, the reported event is no longer considered FDA reportable.